Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported high impedance and subsequent procedure cancellation could not be conclusively determined as the reported issue was unable to be reproduced. The system logs from the event date were reviewed and indicated multiple and repeated ¿high impedance detected/ check grounding pad and rf electrode connections¿ error messages. However these high impedance readings or error messages were unable to be duplicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a four level lumbar ablation procedure, the probes would not reach temperature due to high impedance and the procedure was cancelled. All ports had high impedance and the probes would not increase to temperature. The grounding pad was verified to be in the correct positioning and location, the needles were compatible with the probes used, and the pins were intact. The probes were moved to separate ports with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.